Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for a surgery to treat proximal tibia fracture. 2 of the 9 screws did not lock in the plate. They went right through the plate. Screws are left in the plate for good bone quality. There was no reported delay and no patient consequence. Concomitant device reported: variable angle (va) locking screw self taping 56mm (part # 02.127.156s, lot # 4l60861, quantity # 1), va locking screw self taping 65mm (part # 02.127.165s, lot # 5l03218, quantity # 1), va locking screw self taping 60mm (part # 02.127.160s, lot # 4l47436, quantity # 1), va locking screw self taping 70mm (part # 02.127.170s, lot # 6l28628, quantity # 1), va locking screw self taping 60mm (part # 02.127.160s, lot # 4l84877, quantity # 1), va locking screw self tap0ing 70mm (part # 02.127.170s, lot # 6l50224, quantity # 1), unk - screws: locking (part # unknown, lot # unknown, quantity # 1). This is report 02 of 03 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporter is a synthes employee. H6: the complaint condition cannot be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.